Event description:
The patient presented with signs of opioid abstinence. These included diaphoresis, chills, agitation, and increased pain levels. A rotor study was done with negative results. A catheter dye study was done which gave negative results. The patient was given both oral and intravascular medication. The patient recovered without sequela.